Manufacturer narrative:
This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an unknown sheath and the catalog and lot numbers are not available. Hildick-smith, d. J., khan, z. I., shapiro, l. M., & petch, m. C. (2002). Occasional-operator percutaneous brachial coronary angiography: first, do no arm. Catheterization and cardiovascular interventions, 57 (2), 161-165. Doi: 10.1002/ccd.10329. As reported in the publication hildick-smith et al occasional-operator percutaneous brachial coronary angiography: first, do no arm; catheterization and cardiovascular interventions 57: 161¿165 (2002); a cordis sheath was used during a percutaneous brachial coronary angiography and a brachial artery dissection without clinical sequelae resulted in two patients. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. Given the limited information provided, and without the return of the devices for analysis or procedural films, the reported event ¿artery dissection¿ could not be confirmed and the exact root cause could not be determined. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the percutaneous brachial coronary angiography procedure can disrupt the vessel plaque and intima. Several factors can contribute to a dissection including vessel characteristics such as calcification and tortuosity and procedural factors. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in the publication hildick-smith et al, occasional-operator percutaneous brachial coronary angiography: first, do no arm; catheterization and cardiovascular interventions 57: 161¿165 (2002); a cordis sheath was used during a percutaneous brachial coronary angiography and a brachial artery dissection without clinical sequelae resulted in two patients.